Manufacturer narrative:
During a procedure, the balloon catheter of a fire star had deflation difficulties. The patient had a 90% lesion in the left anterior descending artery. The physician inflated a 2.5 x 20 fire star balloon catheter at 12atm, to pre-dilate the lesion. When the physician deflated the balloon, it could not be deflated. This lasted for about 10 minutes. The balloon was withdrawn by force. The patient is in stable condition. There was no patient injury reported. The manufacturer of the inflation device was not indicated. Information about the type of contrast and saline ratio used was not available. Multiple attempts have been made to collect more information about the patient, the vessel characteristics and details of the event without success. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. With the limited information available for review and without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Inspections are in place to prevent damaged products from leaving the facility. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review and without the product available for analysis, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
The balloon catheter had deflation difficulties. The patient had a 90% lesion in the left anterior descending artery. The physician inflated a 2.5 x 20 fire star balloon catheter at 12atm, to pre-dilate the lesion. When the physician deflated the balloon, it could not be deflated. This lasted for about 10 minutes. The balloon was withdrawn by force. The patient is in stable condition. There was no patient injury reported.